Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the air detector sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had alarmed "air in line". Customer instructed patient to open and close battery door, gently tap bottom of cassette on hard surface and pump powered back on. Pump restarted. Res vol 938.8 ml. Screen reads running and reservoir volume empty in 20 hours and 52 minutes. Patient verbalized understanding and no further needs at this time. Operator of the device is a health professional. No additional information is available beyond what is given. Event occurred while in use with patient at home and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.